Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture IV. Concomitant medical products: mentor memorygel 750 cc silicone breast implant, cat#: 3507001bc, sn#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor memorygel 750 cc silicone breast implants which the left side has issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. The report indicated, on (B)(6) 2018, patient had an open capsulotomy on the left - per doctor implant was not removed and placed back in, just re-positioning. On (B)(6) 2019 patient came in with left capsular contracture bg IV. As a result patient scheduled for removal on (B)(6) 2019.